Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esm board defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tfs 446028, 446029, and more short after start of ventilation. Later "autotest fail" info after restart. Problem occured during pre installation testing. Unit is new and was not installed in ICU yet.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tfs (B)(4), (B)(4), and more short after start of ventilation. Later "autotest fail" info after restart. Problem occured during pre installation testing. Unit is new and was not installed in ICU yet.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esm board defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(6). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.